Event description:
The pt had periods of not feeling the stimulation, lasting about a min; it seemed like a jolting sensation when he felt the stimulation again. There were no falls or trauma associated; palpation did not cause stimulation changes. X-rays of ins/extension and lead/extension areas were normal and impedance measurements were normal. The lead location also appeared normal. It was additionally stated that at an appointment on (B)(6) 2010 everything was working fine and the cause of the jolting sensation was unk. At f/u on (B)(6) 2010 the healthcare provider felt there may be a lead fracture or a connection failure. The pt was set to f/u with neurosurgery on (B)(6) 2011. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).